Manufacturer narrative:
The product will not be returned for evaluation. The manufacturing, sterilization and lot history records were reviewed and found to be acceptable. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that the capsular bag was sucked onto the phaco handpiece during the procedure. The surgeon yawed the foot controller to activate reflux. There was no or inadequate reflux to dislodge the capsular bag sucked to the port. An attempt was made to separate the capsule from the instrument tip. During the process, the capsular bag was damaged and removed. Vitrectomy was performed.

Manufacturer narrative:
The product was not returned for evaluation. No additional information is available. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. Correction: d1: premium vacuum phaco pack.